Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an extraction of an unknown tcp implant on (B)(6) 2013, the ulnar screw was discovered to be broken. Reportedly, the doctor stated that the ulnar side was most stressed during the rehabilitation, so the screw might have broken due to metal fatigue. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed. Placeholder.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The investigation of the complained locking screw shows that the screw head is shared off from the shaft due to excessive applied mechanical force. The measurable dimensions are in conformance with the specifications. The broken surface is homogenous what indicates material conformity. We have to assume that overloading situation caused the breakage due to high applied torsional force which may have been needed to extract the screw. Placeholder.